Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient stated, that while sleeping in the night the tubing detached at the quick-release. The site location was upper buttock, arms and abdomen and the pump was located on the same side of the infusion. The infusion was used for 3 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.